Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with cracked. Event history log review was performed and found no evidence of reported problem. Visual inspection and psi testing were performed, and the pump failed. The customer's stated problem was verified. Inspected the pump and performed psi testing and the pump failed. Further investigation of the pump determined that a faulty upstream occlusion sensor was the root cause of the issue. The pump faulty upstream occlusion sensor will be replaced to correct the reported problem.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant up occlusion alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received on 27 june 2019 indicating that there was no patient involvement.